Event description:
It was reported that the 530.710 intermittent operation. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided. An exchange device(s) will be sent to the account and they have been requested to return the corresponding complaint device(s).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not oscillate. The device also failed pretests for function of device and oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.